Event description:
An account called in and stated that the brakes on this stretcher would not engage and hold.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the foot end casters and brake/steer components, in order to resolve the problem.